Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 2.00mm x 12mm emerge¿ balloon catheter was selected and advanced on an unknown manufacturer¿s guide wire. During advancement the balloon shaft and the hemostasis valve kinked. Resistance was encountered as the physician was advancing the guidewire into the balloon catheter. It was then noted that the distal tip of the balloon separated and remained on the guidewire. The balloon catheter and guideire were removed as one unit. This device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with no other devices. The hypotube shaft was broken 68cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set. Functional testing was completed by successfully advancing the a forte guidewire through the tip and was advanced though the catheter with no unusual resistance. There was no evidence of any material or manufacturing deficiencies. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 2.00mm x 12mm emerge¿ balloon catheter was selected and advanced on an unknown manufacturer¿s guide wire. During advancement the balloon shaft and the hemostasis valve kinked. Resistance was encountered as the physician was advancing the guidewire into the balloon catheter. It was then noted that the distal tip of the balloon separated and remained on the guidewire. The balloon catheter and guidewire were removed as one unit. This device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported.